Event description:
When the dr drilled two holes in the pt's cranium, the clutch of the device did not let out and the safety function did not work. There was no damage to the pt's dura and no adverse consequences or delay in the procedure.